Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a right sided atrial flutter ablation with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis. The patient also experienced cardiac arrest that required CPR. The patient died. The device evaluation was completed on 30-apr-2025. The product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. During the device evaluation, retrieved the lot number of 31499754l. Therefore, processed d4. Lot, d4. Expiration date, d4. Primary UDI number and h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 06-oct-2025 which indicated that the decanav catheter received was used in the procedure. The decanav was inserted to the coronary sinus (cs) at the beginning of the procedure before ablating the cti line. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial flutter ablation with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis. The patient also experienced cardiac arrest that required CPR. The patient died. During a right-sided atrial flutter case and an afib ablation with a flutter line, a pericardial effusion was noticed in the patient, before they passed away. They had finished ablating with the thermocool smarttouch sf for the flutter and they went transseptal, when the octaray¿ catheter was advanced into the left atrium, the patient's oxygen (o2) readings were low, and the patient's blood pressure dropped. They confirmed on intracardiac echocardiography (ice) with the soundstar® catheter, that there was a "large" pericardial effusion present. The medical intervention provided was a pericardiocentesis. As they were tapping the patient, they confirmed the pericardial effusion via echocardiogram (echo). They then started to administer CPR or chest compressions to the patient as they were draining fluid. Cath and operating room (or) support were then called into the room, and they began to reverse heparin to the patient. Eventually the patient was showing pulseless electrical activity(pea). They were able to get the patient's pulse back for about 3 minutes, but the fluid was still building up in the pericardial space. They administered further chest compressions, but there was no pulse in the patient. They called code for the patient, and the patient then passed away on (B)(6) 2025. They did not perform open-heart surgery or open the patient's chest, and they performed chest compressions for about 30-40 minutes in total. The physician's opinion on the cause of death was the effusion, possibly when going transseptal to do the pulmonary vein isolation (pvi), he thinks he could have caused it adjusting the sheath. The versacross rf wire and steerable sheath were used for transseptal puncture and the faradrive sheath was exchanged as well. It was reported that the event occurred during the transseptal phase; however, ablation was performed prior to noting the pericardial effusion cavotricuspid isthmus(cti) was completed. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The correct catheter settings were selected on the generator. The pump performed as expected.